Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported that at a lead change out the defibrillator was unable to be interrogated or communicate with the programmer after being connected to the new lead, and there were no sense markers and no tone with the magnet on the device. The device was explanted and a new defibrillator was implanted. No patient complications were reported as a result of this event.